Manufacturer narrative:
Block b5 was updated based on the additional information received on february 20, 2025. Block d4 was updated with the correct catalogue number. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf patient code e2328 captures the reportable event of obstruction. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments. Imdrf impact code f2301 captures the reportable event of attempt to remove the stent using balloon sweeps or rat tooth forceps. Imdrf impact code f2202 captures the reportable event of endoscopic attempts to remove the stent.

Event description:
This report pertains to one of two wallflex biliary devices used in the same patient. Refer to manufacturer report# 3005099803-2025-00257 and 3005099803-2025-00258 for the associated device information. It was reported to boston scientific corporation that three wallflex biliary fully covered stents rmv were implanted in the common bile duct to treat a biliary/duodenal stricture secondary to groove pancreatitis during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on unknown dates. During the procedure, the first wallflex biliary stent (subject of this report) was successfully deployed in (B)(6) of 2022. On (B)(6) of 2023, an ercp was performed, the stent was noted to be embedded and was attempted to be removed using rat tooth forceps but was unsuccessful. On (B)(6) of 2023, an ercp was performed, and debris were swept from the embedded stent. The stent was then again attempted to be removed with balloon sweeps or rat tooth, but it remained unable to be removed. On (B)(6) of 2024, an ercp was performed, but stent continued to be unable to be removed. Thus, a second wallflex stent was placed within the first stent to necrose the tissue ingrowth and to allow for stent removal. On (B)(6) of 2024, an ercp was performed, and the second wallflex stent was removed. However, there was no movement of the first embedded stent. A third wallflex stent (subject of manufacturer report # 3005099803-2025-00258) was placed alongside the first embedded stent to promote its release. In (B)(6) of 2024, a cholangiogram showed sludge/food debris within the third wallflex stent. Subsequently, an ercp was performed, and it was noted that the third wallflex stent was delaminated with its metallic interstices fully covered and embedded into the ampullary mucosa and also appearing to have partially migrated into the distal bile duct with its trajectory headed through the interstices of the first embedded stent. The first wallflex stent appeared to be delaminated, partially embedded and deformed from the prior removal attempts. The third stent was unable to be cannulated as it was severely deformed/or fractured. Both stents were attempted to be removed with balloon sweeps or rat tooth forceps but was unsuccessful. Due to the many complications with the removal of the patient's stents, the physician determined that endoscopic removal does not currently seem feasible. The patient will continue to undergo medical monitoring for potential future stent removal. ***additional information received on february 20, 2025*** it was reported that the patient's anatomy was tight and was not dilated prior to stent placement. The procedure performed in (B)(6) of 2023 was a scheduled stent removal. The second and third stents were successfully removed from the patient.

Event description:
This report pertains to one of two wallflex biliary devices used in the same patient. Refer to manufacturer report# 3005099803-2025-00257 and 3005099803-2025-00258 for the associated device information. It was reported to boston scientific corporation that three wallflex biliary fully covered stents rmv were implanted in the common bile duct to treat a biliary/duodenal stricture secondary to groove pancreatitis during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on unknown dates. During the procedure, the first wallflex biliary stent (subject of this report) was successfully deployed in (B)(6) of 2022. On (B)(6) of 2023, an ercp was performed, the stent was noted to be embedded and was attempted to be removed using rat tooth forceps but was unsuccessful. On (B)(6) of 2023, an ercp was performed, and debris were swept from the embedded stent. The stent was then again attempted to be removed with balloon sweeps or rat tooth, but it remained unable to be removed. On (B)(6) of 2024, an ercp was performed, but stent continued to be unable to be removed. Thus, a second wallflex stent was placed within the first stent to necrose the tissue ingrowth and to allow for stent removal. On (B)(6) of 2024, an ercp was performed, and the second wallflex stent was removed. However, there was no movement of the first embedded stent. A third wallflex stent (subject of manufacturer report # 3005099803-2025-00258) was placed alongside the first embedded stent to promote its release. In (B)(6) of 2024, a cholangiogram showed sludge/food debris within the third wallflex stent. Subsequently, an ercp was performed, and it was noted that the third wallflex stent was delaminated with its metallic interstices fully covered and embedded into the ampullary mucosa and also appearing to have partially migrated into the distal bile duct with its trajectory headed through the interstices of the first embedded stent. The first wallflex stent appeared to be delaminated, partially embedded and deformed from the prior removal attempts. The third stent was unable to be cannulated as it was severely deformed/or fractured. Both stents were attempted to be removed with balloon sweeps or rat tooth forceps but was unsuccessful. Due to the many complications with the removal of the patient's stents, the physician determined that endoscopic removal does not currently seem feasible. The patient will continue to undergo medical monitoring for potential future stent removal.

Manufacturer narrative:
Block b5 was corrected following a review that determined that it was the third wallflex stent that was "fractured," and not the first wallflex stent. Block d4 was updated with the correct catalogue number. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf patient code e2328 captures the reportable event of obstruction. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments. Imdrf impact code f2301 captures the reportable event of attempt to remove the stent using balloon sweeps or rat tooth forceps. Imdrf impact code f2202 captures the reportable event of endoscopic attempts to remove the stent.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf patient code e2328 captures the reportable event of obstruction. Imdrf patient code e2008 captures the reportable event of unretrieved device fragments. Imdrf impact code f2301 captures the reportable event of attempt to remove the stent using balloon sweeps or rat tooth forceps. Imdrf impact code f2202 captures the reportable event of endoscopic attempts to remove the stent.

Event description:
This report pertains to one of two wallflex biliary devices used in the same patient. Refer to manufacturer report# 3005099803-2025-00257 and 3005099803-2025-00258 for the associated device information. It was reported to boston scientific corporation that three wallflex biliary fully covered stents rmv were implanted in the common bile duct to treat a biliary/duodenal stricture secondary to groove pancreatitis during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure performed on unknown dates. During the procedure, the first wallflex biliary stent (subject of this report) was successfully deployed in september of 2022. On july of 2023, an ercp was performed, the stent was noted to be embedded and was attempted to be removed using rat tooth forceps but was unsuccessful. On (B)(6) 2023, an ercp was performed, and debris were swept from the embedded stent. The stent was then again attempted to be removed with balloon sweeps or rat tooth, but it remained unable to be removed. On february of 2024, an ercp was performed, but stent continued to be unable to be removed. Thus, a second wallflex stent was placed within the first stent to necrose the tissue ingrowth and to allow for stent removal. On june of 2024, an ercp was performed, and the second wallflex stent was removed. However, there was no movement of the first embedded stent. A third wallflex stent (subject of manufacturer report # 3005099803-2025-00258) was placed alongside the first embedded stent to promote its release. In october of 2024, a cholangiogram showed sludge/food debris within the third wallflex stent. Subsequently, an ercp was performed, and it was noted that the third wallflex stent was delaminated with its metallic interstices fully covered and embedded into the ampullary mucosa and also appearing to have partially migrated into the distal bile duct with its trajectory headed through the interstices of the first embedded stent. The first wallflex stent appeared to be delaminated, partially embedded deformed and/or fractured from the prior stent removal attempts. Both stents were attempted to be removed with balloon sweeps or rat tooth forceps but was unsuccessful. Due to the many complications with the removal of the patient's stents, the physician determined that endoscopic removal does not currently seem feasible. The patient will continue to undergo medical monitoring for potential future stent removal.